Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when the doctor wanted to pull out the guide, before it was used on the patient, it broke down.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. The catheter was not returned. The swg was unraveled and showed evidence of use. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained the j shape. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 603 mm in length, which met specification; therefore no pieces appear to be missing. The outside diameter of the guide wire was also within specification. A manual tug test confirmed that the proximal weld was intact. A device history record (DHR) review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a DHR review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges when the doctor wanted to pull out the guide, before it was used on the patient, it broke down.